Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited glue cracking off around pink rubber and no ke45 at the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the circuit board was replaced. Based on the results of the investigation, the cracking pink rubber glue and no ke45 at the forceps cover were likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.